Event description:
(B)(4) friction, resistance, stuck. During the procedure, an unspecified prowler select plus (606-s255x, lot unknown) was delivered in the left posterior cerebral artery. Then, when the physician was inserting a vrd (enc453712/10207861) through an unspecified y-connector (brand name unknown/abbott) into the microcatheter, he experienced severe resistance about 2cm from the hub of the microcatheter and the introducer of the vrd was pushed back into the y-connector. At the same time, the proximal portion of the vrd accidentally deployed into the y-connector and the distal portion of the vrd (approx. 2cm) in the microcatheter hub. Then, the vrd was safely removed from the y-connector and was replaced for a new one (enc453712, lot unknown) which could pass through the same microcatheter with no further issues. The replaced vrd was successfully placed from basilar artery to right vertebral artery. However, later on, when the angiography was performed, the physician was concerned that the target lesion might not have been covered entirely with the vrd. It is unknown if the target lesion was covered entirely with the vrd. The microcatheter was advanced past the aneurysm neck, the enterprise vrd then advanced within the microcatheter to position across the neck followed by withdrawal of the microcatheter to deploy the stent. The physician planned the additional vrd deployment with horizontal stenting but it was discontinued because the distal portion of the additional vrd (enc452812/lot unknown) was not fully expanded into the implanted vrd at that time. And so, he re-captured it and removed from the patient.

Manufacturer narrative:
No patient injury/complications were reported. The additional vrd deployment was not performed in physician¿s judgment. Afterwards, the procedure was successfully completed without any further issues. The vessel size diameter proximal was 3.5mm and distally was 2.7mm. No information regarding the medical history, mrs, act, inr, pt, ptt. The occlusion rate after the procedure also unknown. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2013 ~ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2013~ongoing. Heparin 10000u was administered intra-procedurally. Prior to implanting the vrd, unspecified sheath introducer 6fr, envoy (catalog and lot unknown, 5fr, type str), prowler select plus(606-s255x, lot unknown), chikai 200cm 0.014inch/(B)(4), unspecified y-connector/abbott were utilized. The coil embolisation was not performed during the procedure. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available. The procedure was the vrd placement for dissecting basilar artery that was not calcified and mildly tortuous. Access was obtained from right femoral artery. It was verified that the introducer was fully seated & secured in the hub. There was no difficulty during introduction of the microcatheter over the guidewire prior to the attempted use of the device. Complaint conclusion: during a treatment of a dissecting basilar artery severe resistance was encountered during delivery of the first enterprise vrd (enc453712/10207861) into a prowler select plus (606s255x) which resulted in the stent deploying in the hub and y-connector. After removal of the vrd another enterprise (enc453712, lot unknown) was able to be delivered through the same prowler select plus; however, it was noted that there was concern that the target lesion may not have been entirely covered by the vrd. Deployment of an additional vrd (enc452812/lot unknown was discontinued with recapture and removal of the device due to the distal end not fully expanding into the previously implanted vrd. No patient injury/complications were reported. The procedure was the vrd placement for dissecting basilar artery that was not calcified and mildly tortuous with no coil embolization performed. The instructions for use outlines that the enterprise vrd is indicated for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms. It is not intended for use as a stand-alone device, i.e. Without subsequent coil embolization of the aneurysm. The vessel size diameter proximal was 3.5mm and distally was 2.7mm. There is no information regarding the medical history. Access was obtained from right femoral artery. There was no difficulty during introduction of the mc over the guidewire prior to the attempted use of the enterprise vrd. During the procedure the prowler select plus microcatheter (mc) was delivered in the left posterior cerebral artery. It was verified that the introducer was fully seated & secured in the hub. Then when inserting the enterprise vrd (enc453712/10207861) through an unspecified y-connector (brand name unknown/abbott) into the mc, severe resistance was experienced about 2cm from the hub of the mc and the introducer of the vrd was pushed back into the y-connector. At the same time, the proximal portion of the vrd accidentally deployed into the y-connector and the distal portion of the vrd (approx. 2cm) in the mc hub. Then, the vrd was safely removed from the y-connector and was replaced for a new one (enc453712, lot unknown) which could pass through the same mc with no further issues. For deployment, the mc was advanced past the aneurysm neck, the enterprise vrd then advanced within the mc to position across the neck followed by withdrawal of the mc to deploy the stent. The replaced vrd was successfully placed from basilar artery to right vertebral artery. However, later on, when the angiography was performed, the physician was concerned that the target lesion might not have been covered entirely with the vrd. It is unknown if the target lesion was covered entirely with the vrd. The physician planned placement of an additional vrd deployment with horizontal stenting, but it was discontinued because the distal portion of the additional vrd (enc452812/lot unknown) was not fully expanded into the implanted vrd at that time; therefore, it was re-captured and removed from the patient. The device was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the reported event. Afterwards, the procedure was successfully completed without any further issues. The devices are unavailable for evaluation and no procedural films are available. The vrd remains implanted and the lot number is not known; therefore a device history records review cannot be completed. Based on the available information and without procedural films pertaining to the deployment of the enterprise vrd, no conclusion can be made regarding the cause of the possibility that it did not entirely cover the target lesion. It is possible that vessel characteristics and deployment factors may have contributed to the event; however, no conclusion can be made. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: prowler select plus (606-s255x, lot unknown); y-connector (details unknown/abbott); new stent (details unknown); stent (enc453712/10207861); sheath introducer 6fr (details unknown); envoy (catalog and lot unknown); 5fr, type str (details unknown); prowler select plus (606-s255x, lot unknown); chikai 200cm 0.014inch/asahi intecc (details unknown).